Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer stated the pump alarmed low battery and she changed the battery but display did not return. Customer tried several times but with the same result. Customer stated that there is crack on insulin pump. Customer agreed to replace the pump. Customer was advised that device will be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded lcd board. Unable to verify the low battery alert due to the blank display. The pump was received with a cracked case at the display window corners and lcd window.